Event description:
On (B)(6) 2018, a reporter for the patient (the patient¿s husband) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra 2 meter displayed inaccurately high results compared to the patient¿s feelings/normal readings. The complaint was classified based on the customer care advocate (cca) redocumentation of the call, following a review by a senior cca. The reporter alleged that the meter was reading inaccurately around 4:30pm on (B)(6) 2018, when the patient obtained an alleged inaccurately high blood glucose result of ¿280 mg/dl¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with a combination of metformin oral medication and humalog insulin, having recently changed from novolog insulin. The reporter indicated that the patient also has copd and lung issues and is on oxygen 24 hours a day, 7 days a week. The reporter stated that after obtaining the alleged inaccurate result, the patient had administered an additional 4 units of insulin around 4:35pm on (B)(6) 2018. He reported that prior to the start of the alleged issue, the patient had been experiencing shortness of breath for a few days. The reporter also indicated that about 30-45 minutes after administering the insulin, the patient developed ¿blurry vision¿; the reporter was unable to say whether the symptom was caused by the alleged product issue. He indicated that around 5:20pm, the patient took an inhaler (proair) to treat her shortness of breath. No other treatment was reported. The reporter denied that any other device had been used to test the patient¿s blood glucose levels. During troubleshooting, the reporter confirmed that the subject meter was set to the correct unit of measure and the test strips were within expiry date and had been stored correctly. The reporter did not have control solution to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event, i.e. Blurred vision, after obtaining an alleged inaccurately high blood glucose result on the meter and administering increased insulin.